Manufacturer narrative:
(B)(6) med ctr.

Event description:
A hemodialysis user facility has reported an incident. It was initially reported that at the initiation of treatment, an internal blood leak occurred. The rn reported that blood was seen in the hansen connectors. This event did result in an 80 ml blood loss. The toddler is reportedly fine. It was also reported that this pt did not receive any intervention. The child was restarted with use of a whole new set and successfully completed the prescribed treatment without further incident. There is no sample for an eval.